Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. The investigation was completed on 06/29/2017. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aa (product complaint level 2 and level 3 investigation procedure). Return testing did not meet the suppressed results acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aa (product complaint level 2 and level 3 investigation procedure) due to a high rate of k+ star-outs. A deficiency has been determined for ec8+ cartridge lot k16342. ER 392082 has been raised to address this issue.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient presented in the ed on a diabetic emergency. The patient was treated and discharged. There was no patient information at the time of this report. Lab analyzer make and model # are unknown. The customer states that the was no harm to the patient, patient was treated on the lab analyzer result. Return product is available for investigation. Date: (B)(6) 2017, time: 1635, method: I-stat, result: 7.1; (B)(6) 2017 1705, lab, 2.8. There are no injuries associated with this event. The investigation is underway.